Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report the insulin pump alarmed for button error during the bolus process. Blood glucose reading at the time was 246 mg/dl. Customer mentioned that the numbers were ramping on their own. Advised to discontinue use of the insulin pump and that it will be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarm or frozen display was noted. The insulin pump had intermittent button response due to corroded keypad traces. No unexpected number ramping was noted. The time advanced properly during testing. The insulin pump passed the displacement test. The insulin pump had minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker.